Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing a button error alarm. Customer stated that while waiting for a replacement pump customer experienced a low blood glucose reading of 20 mg/dl. Customer was found passed out and was then treated by her significant other. Customer believes she may have over corrected since she was on manual injections. Customer's current blood glucose reading is 88 mg/dl. No further information reported.